Event description:
It was reported occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. A systems check was started, however, the customer was unable to complete the system check and ended up changing pump supplies on their own.